Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Three of them now that are wrong, tampon [device physical property issue]. Case narrative: consumer reported via e-mail that the tampons are wrong. No injury reported.